Manufacturer narrative:
Related mfg report numbers for additional advanta v12 devices involved in the procedure: 3011175548-2024-00212 and 3011175548-2024-00213. Additional information: sections d8, d9, h6 & h11. Investigation summary: ¿during a procedure for embolectomy common iliac artery + left for acute bleeding, several advanta v12s were used. There were problems with pulling back 2 of them, the 3rd. Broke off. According to the hospital, the patient died regardless of the v12.¿ despite multiple requests, no further information was provided about the patient's condition or the course of events. As such, there is no evidence within the complaint details or within the investigation that the unfortunate passing of the patient was a direct result of the use of the advanta v12 products used in this case. Only the catheter shaft with the manifold were returned for analysis. The balloon had become separated from the catheter shaft during the procedure and was not returned. The stent was also not returned. Based on the condition of the catheter shaft at the location of where the balloon weld was, the shaft had seen significant tensile loading while attempting to withdraw the deflated balloon back through the introducer sheath. This is evident as the proximal balloon weld was elongated prior to separating from the balloon. It appears as if the shaft at the proximal balloon weld elongated in the center area of the weld until it broke. The exact location in the weld is difficult to pinpoint without the corresponding balloon. The introducer sheath used in the case was unfortunately not returned with the catheter. This is important as there is a possibility that the introducer sheath had become damaged during the procedure. The balloon of the catheter had become detached from the catheter shaft at the location of the proximal balloon weld confirming the complaint. There is no indication of a bad weld. The process in manufacturing requires the balloon to be thermally welded to the catheter shaft. There did not appear to be any defects within this remaining weld area on the catheter shaft. The shaft of the catheter just prior to the welds was stretched and the weld itself witnessed enough force to neck down the shaft to a much smaller diameter prior to the weld breaking. To ensure the inflation skive ports within the manifold were patent, a 20cc insufflator was attached to the inflation port of the manifold. When the syringe was pressurized fluid was seen coming out of each of the two inflation ports down at the distal end of the catheter shaft indicating that there were no blockages to prevent deflation of the balloon. No other complaints have been identified for this lot of catheters (495798). Based on the review of the device history records there is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. All quality and performance requirements were met. There is evidence of a tensile load having been applied to the catheter shaft where the balloon broke off, as evidenced by the necked down catheter shaft near the breaking point. This tensile load is considered to have been the cause of the detachment combined with not allowing sufficient time for the balloon to deflate. Component separation during procedure has been previously investigated under the CAPA process. The root cause identified is that the separation occurs when the user tries to force withdrawal of an insufficiently deflated balloon. The most significant factor contributing to component separation is fluid remaining in the balloon during removal due to insufficient deflation of the balloon prior to withdrawal (e.g. Due to insufficient time allowed for deflation, inability to deflate due to device damage/defect). The force applied to the delivery system in an attempt to remove the device can cause the catheter shaft to break, causing the balloon and/or hub to separate from the rest of the delivery system. Therefore, the root cause of the balloon detachment is related to user error.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During a procedure for embolectomy common iliac artery + left, for acute bleeding, several advanta v12 stents were used. One balloon broke off when it was pulled back into the lock and remained in the patient. According to the hospital, the patient died regardless of the v12.